Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher had a damaged blade and comb. Additional clinical follow up with the customer indicated that the issue was observed prior to surgery and there was no pt injury or affect on surgical time.